Event description:
It was reported that during an unspecified procedure, the jag precursor guide wire fractured in the patient. The wire was inserted into the cannula and an attempt was made to advance the wire through the left hepatic duct. The distal portion of the wire broke and migrated into the bile duct. The wire portion was removed from the patient's body using a basket. The procedure was successfully completed with a hydrajagwire with no patient complications. The patient was reported to be "good".